Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported a blank implantable neurostimulator recharger (insr) screen. The patient reported that they were charging a couple days and was having problems cutting out. It was reported they went to charge yesterday and now was not working at all. The patient last successfully recharged a week or so ago, and they last felt stimulation strong yesterday and today the stimulation was weak. The patient reported that the desktop charger (dtc) was plugged into the wall and there was no green light. The light switch was turned off so the patient wasn't getting power. Once the patient flipped on the switch, the green light came on. It was reported that after troubleshooting, the patient was able to recharge the implantable neurostimulator recharger (insr) and implantable neurostimulator (ins). The patient reported that both batteries were empty and the patient's stimulation was off. No stimulation was reported. The patient thought they were locked on the recharge the recharger screen so the patient was walked through on how to reset the recharger. Relevant medical history includes spinal pain.